Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the keypad buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The "down" and contrast buttons were found to be intermittently responding. The "up" and "ok" buttons were found to be responding properly. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.